Event description:
After device changeout, this lead shows no sensing, pacing impedance and shock impedance out of range. X-ray taken of lead and externalization of cable on dx lead was seen. Physician will bring patient back for lead extraction and new dx lead placement. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2024 lead explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.